Manufacturer narrative:
Follow-up # 1 date of submission 03/26/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings:evaluation revealed that there were multiple cracks in the battery compartment. One crack was located on the side of the battery chamber above the primary seal. Another crack was below the finger pad and extended down to the primary seal. There were no issues with power loss during testing. There was no evidence of moisture damage in the battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.